Event description:
Falsely elevated ctni results were obtained on two patients. The falsely elevated results were reported. The physician questioned the results and the samples were retested. Results of <0.04 ng/ml were obtained on the repeat testing of both samples. Patient treatment was not prescribed or altered and there was no report of adverse health consequences to the patients as a result of the falsely elevated ctni result. The issue was resolved after the customer performed routine instrument maintenance.